Event description:
It was reported a shaft break occurred, followed by a dissection and hematoma, requiring additional intervention. A nc quantum apex balloon and a synergy ii des stent balloon were selected for use in a percutaneous coronary intervention (pci) procedure. The balloon fractured and had to be retrieved. The intact, fractured balloon was trapped inside the guide catheter using the guidewire and the entire system was removed. Ivus showed a dissection and hematoma. The cause for the reported dissection and hematoma remains unknown. Additional stenting was performed to resolve the injuries. The patient was fully recovered. Additional information: it was further reported that the severely calcified, moderately tortuous, 80% stenosed bifurcation lesion was located in the ostial diagonal and evolved to the left anterior descending artery (lad). Additionally, there was a previously implanted under-expanded stent. The patient was presenting with chest pain, believed to be caused by the under-expanded stents. Intravascular ultrasound(ivus) confirmed a gap at the ostial diagonal, and this was the target region to stent. However, the stent could not be delivered. The lad stent was ballooned further, but could still not be delivered. The kissing technique was attempted using two 3.0mm x 12mm nc quantum devices. The first nc quantum apex was placed in the diagonal ostium, and when trying to place the second nc quantum apex in the lad, the device jammed at the tip of the guide catheter and could not be moved forward or backward. The balloons were pulled out together, and the first nc quantum balloon fractured. The second nc quantum balloon was removed intact. The stiff section of the fractured balloon was removed, however, the soft remaining section of the nc quantum device system moved back (during pulling) from the ostial diagonal to just beyond the tip of the guide catheter and remained on the diagonal wire. The fractured nc quantum section was retrieved by another semi-complaint balloon 2.0 x 8 which was inflated on the lad wire at low pressure beyond the detached portion. The noted dissection occurred in the proximal lad prior to the existing stent, which was diseased and planned to be stented. The cause of the dissection is unknown, but according to the physician predilation by the 3.0 x 12 nc quantum or the act of pulling the inflated balloon for the retrieval of the fractured device could have expanded the existing dissection. The dissection was covered by a stent. It was additionally noted that the synergy stent fractured outside the guide catheter and outside of the body. However, the timeline of when this fracture occurred in regards to the procedure is not known.

Event description:
It was reported a shaft break occurred, followed by a dissection and hematoma, requiring additional intervention. A nc quantum apex balloon and a synergy ii des stent balloon were selected for use in a percutaneous coronary intervention (pci) procedure. The balloon fractured and had to be retrieved. The intact, fractured balloon was trapped inside the guide catheter using the guidewire and the entire system was removed. Ivus showed a dissection and hematoma. The cause for the reported dissection and hematoma remains unknown. Additional stenting was performed to resolve the injuries. The patient was fully recovered.